Event description:
The rptr did back to back blood glucose tests, 10 mins apart, using separate finger sticks. Results were 7 and greater than 300 mg/dl, exact reading on 2nd test unknown. Pt did not have any symptoms. On followup, rptr described correct test technique, and stated that pt checks confirmation dot. Control test could not be done since the test strips were expired, and pt feels meter is working properly; hopes strips are causing inaccuracy. Rptr will call back to continue troubleshooting. No harm was alleged. No further contact to date.